Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. There was proteinaceous debris observed within the interior and exterior of the valve. Approximately 13.5 cm of the ventricular catheter was returned. Proteinaceous debris was noted on the exterior of the ventricular catheter. Approximately 99.5 cm of the peritoneal catheter was returned. The ventricular and peritoneal catheters met the requirements for patency and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient got the surgery due to hydrocephalus caused by trauma. According to the report, the anti-siphon valve was leaking during testing before the product was implanted. It was reported the doctor used a new shunt to complete the surgery. Reportedly, there was no impact to the patient.